Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The result was reported out of the lab and questioned by the physician. Original specimen was re-tested and the repeated result was within the normal reference range. A fresh sample collected from the patient gave a result in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma with a gel barrier that was centrifuged at 3,020 rpm for 10 minutes. The sample was slightly lipemic. Qc was ran after the event and level 3 was out of specifications high. A diagnostic system check performed after the event was within specifications. Service was not dispatched for this event. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.